Event description:
It was reported a continuous glucose monitor error, identified as cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and subsequently, the error did not reappear. The caller successfully started their sensor session, resolving the issue.